Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 5th of may 2015 for further investigation. During the investigation the fse adjusted the impasse from 350 to 149. Customer ran e2 calibrators and the impasse value was at 146 and no clog errors were triggered by the instrument. The customer ran quality controls and they were within range and without any errors. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to the impasse needing adjustment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported error 4017 spec sys clog detected with their aia-360 analyzer. The error occurred during the calibration of the estradiol (e2) assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.